Event description:
The patient reported that she had never had therapeutic effect or symptom relief since implant which was 3 years ago. The patient stated that the health care provider¿s (hcp) office, told her that the neurostimulator (ins) only lasts for 3 years and then turns off. The information was clarified that battery longevity was based on programmed settings. The patient reported that the neurostimulator had been adjusted 3 times but now it was not working at all and the hcp¿s office could not get patient in until (B)(6). The patient would call back to get a sooner appointment. The indicated that the replaced the programmer battery last year. It was mentioned that the patient was in the hospital for a hip replacement which was 4 months ago and she was recovering and stated did not want to have an ins replacement right now. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v718504, implanted: (B)(6) 2011, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).